Event description:
I use a 3% peroxide solution from the brand equate, with the included neutralizing case. I change the case as directed, with every new bottle of solution. After a week or so of using the new case, I begin to notice black specks appearing in the neutralized solution and on my contact lenses. Looking at the case, it appears that the black finish is flaking off. FDA safety report ID# (B)(4).